Event description:
The manufacturer was contacted by the clinical engineer from a user facility stating that a trilogy evo ventilator underwent a system setup pre-test. It was found that the unit's pilot difference was outside of acceptable limits during the active exhalation section of the pre-test. Replacement of the 3-way solenoid and proportional valves are required. The clinical engineer stated that their department would perform the replacement. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow-up/supplemental report will be completed.